Manufacturer narrative:
The device was returned to olympus for inspection.a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established.olympus will continue to monitor field performance for this device.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the uretero-reno fiberscope exhibited the forceps channel port had corrosion. There were no reports of patient involvement.